Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation as the product was implanted therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A medical assessment was requested to our medical safety department: conclusion: medical safety has assessed this event as overdrainage due to device use error. There does not appear to be a relationship to device malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient fell into a well during the way to work. Then, he felt headache, dizzy and sick at home. He went to the hospital and had surgery to remove an intracranial hematoma and was discharged from the hospital. A period of time later, he experienced disturbance of consciousness and confirmed hydrocephalus. He received the ventriculo-peritoneal (vp) shunt surgery with the valve pressure at 100mmhg. Three days after the procedure, the ventricle of the patient did not decrease, therefore, the physician adjusted the valve pressure to 80. The patient presented with brain tissue invagination and came into a coma. The physician adjusted the valve pressure to 100 and then to 200mmhg, while the brain tissue invagination of the patient was still unchanged. On (B)(6) 2023, the physician conducted a procedure and shut off the peritoneal catheter. Now the brain tissue invagination of the patient has been relieved. The product is still in the patient.